Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller stated that the patient had a lead and stimulator replaced. When asked for the reason for replacement the caller read an op note written by the managing md at the time of replacement on (B)(6) 2022. The following information was read: the ipg was at end of life and at time of initial placement anatomically no lead was placed on the left. The hope was to get the left side lead placed at this time and replace the ipg. Ipg pocket was opened, the ipg was removed, the electrode tail was released. Initially the lead was attempted to be placed below the old lead however it was guided into the gutter by the old lead. A new lead was placed a level above the old lead and navigated to the left side of the top of the t8 vertebral body as was needed. Tails of leads were tunneled to the ipg pocket and an ipg was placed. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-sep-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.